Manufacturer narrative:
Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: july 22, 2013. Expiry date: july 01, 2023. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a male patient, born in (B)(6) had postoperative nerve injury which lead to a reoperation. The patient initially underwent a procedure on (B)(6) 2014 to implant a philos plate with cement augmentation due to a three-part fracture of the proximal humerus. The patient presented with symptoms of pain and partial loss of function in the right hand. On (B)(6) 2015, the patient underwent exploration of the right plexus brachialis. The implants are still in the patient. The patient recovered without persistent damage. This is report 4 of 13 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the pain the patient had presented with was in his index finger and thumb.